Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during an unspecified step of peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the patient experienced a system error 2240 (air in set/line). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for associated lot number h14j03032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.